Manufacturer narrative:
Per -(B)(4) final report: additional information, including pre and post-op x-rays, operative notes, patient age and medical history and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information could not be provided and thus the scope of this investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted. It has been concluded that there has been no malfunction or deterioration in the effectiveness of the corin device. The femoral fracture was caused during the primary procedure and went unnoticed by the surgeon and thus a revision was required. Based on this, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Femoral fracture as the stem broached out the back of the femur during primary surgery on (B)(6) 2024. This was not identified until a post-op x-ray, subsequently, 5 days post primary surgery there was a revision and a trinity biolox delta ceramic head was removed and replaced.

Manufacturer narrative:
Per (B)(4) initial report. Additional information, including pre- and post-op x-rays, operative notes, patient age and medical history and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Femoral fracture as the stem broached out the back of the femur during primary surgery on (B)(6) 2024. This was not identified until a post-op x-ray, subsequently, 5 days post primary surgery there was a revision and a trinity biolox delta ceramic head was removed and replaced.